Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the procedure the device did not fire. The surgeon opened another device to complete the procedure. There was no harm caused to the patient. It is unknown if the device will be returned for evaluation.